Manufacturer narrative:
The patient was enrolled in the (B)(6) clinical study. When the patient was admitted into the study, all inclusion and exclusion criteria were met. Diameter at the intended landing location and aortic neck constant reference diameter was 24 mm. Aortic diameter at bifurcation was 24 mm with a right caudal landing zone diameter of 13 mm and a left caudal landing zone diameter of 16 mm. The supra-renal angulation was 10 degrees. The infra-renal angulation was 40 degrees. The intended neck length was 20 (mm) the length from the intended landing zone to the aortic bifurcation was 127 mm. The right iliac artery length was 58 mm, and the left iliac artery length was 50mm. The right total aaa treatment length was 185mm, and the left total aaa treatment length was 177mm. Percutaneous approach was made on left of the patient, and a cut-down was made on the right, with the right side being the ipsilateral. Blood loss was estimated at 1300ml, requiring a platelet transfusion of 1750ml during and after the procedure. Balloon molding was performed. There were no additional procedures before or after the incraft implantation procedure. There was successful insertion of the delivery system through the vasculature and successful deployment of stent-graft. Deployment was at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries and no unintentional occlusion of a branch vessel. After the procedure, a type IV endoleak was observed. Endoleak left without intervention for the time being. Additional information was received that the patient had a 1-month follow-up. The aneurysm was intact, patent and excluded. There was a report that a small infection occurred in the left groin that got resolved by subject¿s daughter. It was reportedly unrelated to the incraft device. No action was taken. The patient also experienced a feeling of numbness of the right thigh that was reportedly unlikely related to the incraft device and the procedure. No action was taken. Additional information on the endoleak reported that it required hospitalization or prolongation of existing hospitalization; however, no action was taken. It was reported that the feeling of numbness in the right thigh is ongoing and resolving. The endoleak reported by the study site was updated to a type ii endoleak and is reportedly ongoing at the 1-month follow-up. The endoleak type ib due to an aneurysm expansion. The endoleak occurred one centimeter caudally about bifurcation level therefore is a distal endoleak. The leak occurred in dorsal aneurysm bag (laterally to the left in the aortic wall) approximately one centimeter caudally about bifurcation level. A secondary aaa intervention, no adjunctive treatment. The event is still ongoing resolving. Approximately one year and eleven months after the index procedure it was reported that patient had acute b-dissection with occlusion superior mesenteric artery (sma). The patient also had aortic damage (perforation, dissection, bleeding, rupture), that was severe. The event was reported to be unrelated to the device and the index procedure. The event is still ongoing and resolving. Thirty (30) months post index procedure an endoleak was detected when a CT scan showed both iliac legs have released. The event was determined to be possibly related to the index procedure and to the device. No secondary aaa intervention was completed. The endoleak is ongoing not resolving. The product remains implanted in the patient and was not returned for analysis. A product history record (phr) review of lot 17452483 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak late type 1b > 30 days,¿ ¿aortic perforation,¿ ¿aortic dissection,¿ ¿aortic rupture¿ and ¿bleeding¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided. The exact cause could not be determined. Vessel characteristics of aneurysm expansion may have contributed to the reported event. A type I endoleak occurs when there is a gap between the graft and the vessel wall at ¿seal zones.¿ the gap allows blood to flow along the side of the graft into the aneurysm sac, which creates pressure within the sac and increases the risk of sac rupture. A type I endoleak often occurs when the anatomy of the aneurysm is unsuitable for evar or inappropriate device selection. However, it can also be caused as the vessel dilates over time. This type of endoleak typically requires urgent attention due to high risk of sac enlargement and rupture. Type ib endoleaks occur at one of the distal iliac artery attachment sites. A type I endoleak is usually treated with an endovascular procedure to adjust endograft placement so that the ¿seal zone¿ shifts to a healthier segment of artery. In some cases, an embolization procedure is used to seal a type I endoleak. Open surgery is an alternative for individuals who cannot be treated successfully with less invasive techniques. A type I endoleak can be seen immediately after stent-graft deployment because of incomplete dilation of the stent-graft, aortic tortuosity, or steep aortic angulation. Type I leaks are considered significant as they do not tend to resolve spontaneously and are often associated with measurable increases in aneurysm sac size with a high risk of aneurysm sac rupture due to direct exposure of the aneurysm wall to aortic pressure. Type I leaks are generally treated as soon as detected. Extension cuffs, bare metal stents or covered stents can be inserted at the leaking graft end to improve the seal, or embolization of the leak site with glue or coils can be used. Rarely, if detected intra-operatively during evar, conversion to an open procedure may be required if endovascular methods of sealing the leak are unsuccessful. According to the safety information in the instructions for use, ¿expected clinical adverse events ¿endoleak. Under fluoroscopy, use an appropriately sized and compatible compliant balloon catheter to tack the cranial and caudal seal zones and the overlap regions of the modular components as well as any areas of potential restricted blood flow. Caution: be careful not to displace the prostheses upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Ensure to not inflate the balloon outside or the graft material. Inflate balloon slowly. It is recommended that a backup balloon be available. Warnings: ¿over inflation of balloon can cause graft tears and/or vessel dissection or rupture. ¿when expanding the prostheses, there is an increased risk of vessel injury and/or rupture, and possible patient death, if the balloon¿s proximal and distal radiopaque markers are not completely within the covered (graft fabric) portion of the prosthesis. At the completion of the procedure, perform angiography to assess the prosthesis for proximal, modular overlap and distal endoleaks and to verify position of the implanted prosthesis in relation to the aneurysm, the renal as well as internal iliac arteries. Cautions: ¿high pressure injection of contrast media made at the edges of the prosthesis immediately after implantation may cause an endoleak. ¿leaks at the attachment or connection sites should be treated using a balloon catheter to remodel the prosthesis against the vessel wall. Major leaks that cannot be corrected by either re-ballooning may be treated by adding aortic or iliac extension components to the previously placed stent-graft components or any other method per local practice and the clinical situation. ¿any leak left untreated during the implantation procedure must be carefully monitored after implantation.¿ aortic dissection, perforation and rupture followed by bleeding are recognized and typical sequelae of aneurysmal sac distension. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. (B)(4).

Event description:
As reported by the (B)(6) study and (B)(6) lab, a type IV endoleak was observed. Endoleak left without intervention for the time being. Also, during the procedure, there was an estimated blood loss of 1300ml with a need for a transfusion of 1750ml of platelets during and after the procedure. No adverse event due to the blood loss was reported. When the patient was admitted into the study, all inclusion and exclusion criteria were met. Diameter at the intended landing location and aortic neck constant reference diameter was 24 mm. Aortic diameter at bifurcation was 24 mm with a right caudal landing zone diameter of 13 mm and a left caudal landing zone diameter of 16 mm. The supra-renal angulation was 10 degrees. The infra-renal angulation was 40 degrees. The intended neck length was 20 (mm) the length from the intended landing zone to the aortic bifurcation was 127 mm. The right iliac artery length was 58 mm, and the left iliac artery length was 50mm. The right total aaa treatment length was 185mm, and the left total aaa treatment length was 177mm. Percutaneous approach was made on left of the patient, and a cut-down was made on the right, with the right side being the ipsilateral. Blood loss was estimated at 1300ml, requiring a platelet transfusion of 1750ml during and after the procedure. Balloon molding was performed. There were no additional procedures before or after the incraft implantation procedure. There was successful insertion of the delivery system through the vasculature and successful deployment of stent-graft. Deployment was at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries and no unintentional occlusion of a branch vessel. After the procedure, a type IV endoleak was observed. Endoleak left without intervention for the time being. Additional information was received that the patient had a 1-month follow-up. The aneurysm was intact, patent and excluded. There was a report that a small infection occurred in the left groin that got resolved by subject¿s daughter. It was reportedly unrelated to the incraft device. No action was taken. The patient also experienced a feeling of numbness of the right thigh that was reportedly unlikely related to the incraft device and the procedure. No action was taken. Additional information on the endoleak reported that it required hospitalization or prolongation of existing hospitalization; however, no action was taken. It was reported that the feeling of numbness in the right thigh is ongoing and resolving. The endoleak reported by the study site was updated to a type 2 endoleak and is reportedly ongoing at the 1-month follow-up. The endoleak type ib due to an aneurysm expansion. The endoleak occurred one centimeter caudally about bifurcation level therefore is a distal endoleak. The leak occurred in dorsal aneurysm bag (laterally to the left in the aortic wall) approximately one centimeter caudally about bifurcation level. A secondary aaa intervention, no adjunctive treatment. The event is still ongoing resolving. Approximately one year and eleven months after the index procedure it was reported that patient had acute b-dissection with occlusion superior mesenteric artery (sma). The patient also had aortic damage (perforation, dissection, bleeding, rupture), that was severe. The event was reported to be unrelated to the device and the index procedure. The event is still ongoing resolving. Additional information received from (B)(6) study database indicates that thirty (30) months post index procedure an endoleak was detected when a CT scan shows both iliac legs have released. The event was determined to be possibly related to the index procedure and to the device. No secondary aaa intervention was completed. The endoleak is ongoing not resolving.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2 and h6 have been updated accordingly. Section b5: additional information received indicates that forty-three months post-index procedure, bleeding, hematoma or coagulopathy possibly due to wound rupture was reported. The patient was hospitalized for 8days, on medication regimen and underwent a surgical intervention of hematoma evacuation of the left groin. The patient outcome is ongoing not resolving. The event was determined to be unrelated to the index procedure and the incraft device. Also, the patient experience, bleeding, hematoma or coagulopathy possibly due to wound rupture was reported. The patient was hospitalized for 8 days, on medication regimen and underwent a surgical intervention of hematoma evacuation of the left groin. The patient outcome is ongoing not resolving. The event was determined to be unrelated to the index procedure and the incraft device. The patient was enrolled in the insight clinical study. When the patient was admitted into the study, all inclusion and exclusion criteria were met. Diameter at the intended landing location and aortic neck constant reference diameter was 24 mm. Aortic diameter at bifurcation was 24 mm with a right caudal landing zone diameter of 13 mm and a left caudal landing zone diameter of 16 mm. The supra-renal angulation was 10 degrees. The infra-renal angulation was 40 degrees. The intended neck length was 20 (mm) the length from the intended landing zone to the aortic bifurcation was 127 mm. The right iliac artery length was 58 mm, and the left iliac artery length was 50mm. The right total aaa treatment length was 185mm, and the left total aaa treatment length was 177mm. Percutaneous approach was made on left of the patient, and a cut-down was made on the right, with the right side being the ipsilateral. Blood loss was estimated at 1300ml, requiring a platelet transfusion of 1750ml during and after the procedure. Balloon molding was performed. There were no additional procedures before or after the incraft implantation procedure. There was successful insertion of the delivery system through the vasculature and successful deployment of stent-graft. Deployment was at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries and no unintentional occlusion of a branch vessel. After the procedure, a type IV endoleak was observed. Endoleak left without intervention for the time being. Additional information was received that the patient had a 1-month follow-up. The aneurysm was intact, patent and excluded. There was a report that a small infection occurred in the left groin that got resolved by subject¿s daughter. It was reportedly unrelated to the incraft device. No action was taken. The patient also experienced a feeling of numbness of the right thigh that was reportedly unlikely related to the incraft device and the procedure. No action was taken. Additional information on the endoleak reported that it required hospitalization or prolongation of existing hospitalization; however, no action was taken. It was reported that the feeling of numbness in the right thigh is ongoing and resolving. The endoleak reported by the study site was updated to a type ii endoleak and is reportedly ongoing at the 1-month follow-up. The endoleak type ib due to an aneurysm expansion. The endoleak occurred one centimeter caudally about bifurcation level therefore is a distal endoleak. The leak occurred in dorsal aneurysm bag (laterally to the left in the aortic wall) approximately one centimeter caudally about bifurcation level. A secondary aaa intervention, no adjunctive treatment. The event is still ongoing resolving. Approximately one year and eleven months after the index procedure it was reported that patient had acute b-dissection with occlusion superior mesenteric artery (sma). The patient also had aortic damage (perforation, dissection, bleeding, rupture), that was severe. The event was reported to be unrelated to the device and the index procedure. The event is still ongoing and resolving. Thirty (30) months post index procedure an endoleak was detected when a CT scan showed both iliac legs have released. The event was determined to be possibly related to the index procedure and to the device. No secondary aaa intervention was completed. The endoleak is ongoing not resolving. Addendum for the additional information received from insight study database indicates that forty-three (43) months and nine (9) days post incraft device implantation, patient presented with pseudoaneurysm with moderate in severity. It was reported that the relationship of the event to the index procedure was highly probable but unrelated to the incraft device. Other surgical procedure was performed in which stents in a. Iliaca and a. Femoralis communis was placed. The event was resolved the following day. The product remains implanted in the patient and was not returned for analysis. A product history record (phr) review of lot 17452483 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pseudoaneurysm¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided. The exact cause could not be determined. Vessel characteristics of aneurysm expansion may have contributed to the reported event. A pseudoaneurysm, also known as a false aneurysm, is a collection of blood that forms between the two outer layers of an artery, the tunica media and the tunica adventitia. It is usually caused by a penetrating injury to the vessel, which then bleeds, but forms a space between the above two layers, rather than exiting the vessel. It may be pulsatile and can resemble a true aneurysm. Femoral pseudoaneurysms may complicate up to 8% of vascular interventional procedures. Small pseudoaneurysms can spontaneously clot, while others need definitive treatment. Pseudoaneurysms can form in the legs days, months, or even years after blunt or penetrating trauma. Since the pseudoaneurysm communicates with an artery through a hole in the arterial wall, a covered stent may be placed endovascularly across this hole to "exclude it," or to prevent it from receiving blood flow from the artery. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to pseudoaneurysm, fistulas.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.